Event description:
It was reported during in clinic follow up that the patient presented with an infection identified by redness, swelling, and discharge. The physician explanted the implantable cardioverter defibrillator system. The patient was stable.

Manufacturer narrative:
The device was returned with no allegation of malfunction. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Visual, electrical and mechanical assessment returned no anomalies.